Event description:
It was reported that during an unspecified procedure, a guide wire separation occurred. The location and details of the lesion are unk. The physician was attempting to insert the guide wire through a touhy borst and a three-way stop cock, he met resistance and upon withdrawal, he noted that the tip of the guide wire was broken. The guide wire never made it into the pt's body. The procedure was completed with another of the same device. The pt status was reported as "unk".